Event description:
Physio-control engineering retrospective review of components design, tolerance analysis for controlling dimensions of a critical interface, found that the tolerance loop controlling the alignment of device latch assembly, switch flex, and upper case interfaces were inadequate. At worst case tolerance stack-up, the latch assembly snap-fit retention system was found to be a line-to-line fit with the upper case so that the latch system will not be retained. With this scenario, the device could turn on by itself or remain on once activated depleting the battery charging system (charge-pak) and internal battery. There has been one failure reported from the distributed devices related to the issue. The issue was reported on medwatch report# 3015876-2008-01832.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.